Manufacturer narrative:
Literature citation: jowett et al. Preliminary results and learning curve of the minimally invasive chevron akin operation for hallux valgus. The journal of foot & ankle surgery. 2017; 56: 445-452. Neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.

Event description:
Allegedly, in a 2017 literature article from jowett, et al. Titled,"preliminary results and learning curve of the minimally invasive chevron akin operation for hallux valgus", the authors reported a periprosthetic fracture occurred in 1 patient.